Manufacturer narrative:
(B)(4). The devices were returned to the factory for evaluation on 04mar2020 and investigation was conducted on 18mar2020. A visual inspection was conducted. The delivery device was returned outside of the loading device. There were signs of clinical use and evidence of blood found on the delivery device, loading device and seal and tension spring assembly. The white plunger was observed to be depressed on the delivery device with the blue slide lock dis-engaged. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device. The seal was evaluated for cracks/delamination. A crack was observed on the seal during the visual evaluation. Based on the returned condition of the devices, the reported failure "activation problem" was not confirmed, an analyzed failure "crack" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.